Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. The leak was discovered after therapy was completed and when the patient was removing the cassette for cleanup. The patient could not determine the exact location of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.